Event description:
It was reported via repair work order that the brakes can¿t be engaged from either brake pedal due to the pedals being jammed due to foot end brake crank assemblies were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.